Manufacturer narrative:
The suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and downloaded the service log. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having code 274 flow measure approximately is greater than the flow delivered while on a patient. Furthermore, the patient had to be taken off the ventilator and manually ventilated while the flow sensor was changed out. No information for patient harm reported.

Manufacturer narrative:
Device evaluation update: results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system and upon start-up there were no alarms or warning messages. The unit base level test and circuit "e" test were performed and passed with no functional issues found. The reported complaint was not duplicated. No performance issues were found.